Manufacturer narrative:
Results: bd received 15 photos from the customer facility for investigation. Based on the visual inspection/evaluation of the photos, bd observed missing shelf pack labels on the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® plus plastic whole blood tube,bd hemogard¿ was found with no label ID. The same incident occurred in other cartons as well. There was no report of serious injury or medical intervention.

Manufacturer narrative:
The DHR records have been reviewed for batch 6124788 with no issues being identified.